Event description:
The facility representative reported an infusion pump with failure code 703 during biomed testing. The hospital representative stated that there were no reports of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 16, 2007. Evaluation summary:the condition of fail code 703 was confirmed. This fail code was associated with the user interface module communication with the pump head module. The user interface module was defective and was replaced. This issue is currently being investigated. Review of the complaint history reveals similar reports have been received for this product for the reported issue.